Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The implant was received in the assembled condition, however, the spacer was slightly disassembled from the interbody plate on one side. The spacer was assembled upside-down based on the orientation of the spacer etching versus the interbody plate etching. This complaint is invalid. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. This complaint is invalid. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection.

Event description:
It was reported that during a c6-7 anterior cervical fusion procedure, surgeon was getting ready to implant the zero-p va implant and the implant fell apart off of the implant holder. The implant was not used during the procedure. The surgeon used another zero-p va implant to complete procedure with no further problems. No adverse effect to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date also 3/27/2022. Manufacture date also 4/4/12. The manufacturing evaluation showed no visible damages. A function test was performed and it was possible to assemble and disassemble the peek from the titanium part as required. The peek part did hold in position as required and it was only with effort possible to disassemble it. No manufacturing related fault could be detected. The product development evaluation showed the implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress and promote load sharing between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one vertical direction. Implants with smaller heights (i.e. 5 and 6mm) can be more susceptible to disassembly because the complimentary mating features are slightly smaller in the vertical direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. This complaint is invalid. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same vertical directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment. Original awareness date is (B)(4) 2012. Placeholder.